Event description:
It was reported that a malfunction alarm occurred. The impact on the customer's blood glucose level was unknown as the customer declined to answer if their level exceeded 500 mg/dl. The customer did not report any significant events preceding the malfunction. Technical support provided information to reset the pump and assisted the customer with this process, but the malfunction recurred after resetting. Consequently, technical support decided to replace the pump. The customer planned to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted. The customer was instructed on how to put the pump into storage mode and agreed to return the problematic pump using a pre-paid label within 10 days.